Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown. Additional contact information: (B)(6).

Event description:
The event involved a primary plum set, and it was reported that the precedex infusion line was not intact - the end of the cassette was broken, snapping the line in half. There was patient involvement, and no patient injury.

Manufacturer narrative:
D9 - date returned to MFR: 3/25/2026 received one (1) used. List #146870489, primary plum set for evaluation. As received, the outlet port on the cassette was broken off and separated from the cassette. Stress marks and a rigid break were observed on cassette and the separated port. Received one (1) photo of the set showing the broken cassette and outlet. The complaint of broken cassette can be confirmed. The probable cause is due to an unintentional bending force during use.